Event description:
A distributor reported that a user facility observed a spark from the treatment tip during a thermage cpt treatment. There was no patient injury. This event meets the criteria of a reportable malfunction for the thermage cpt.

Manufacturer narrative:
The treatment tip from the patient event has been requested for evaluation but has not yet been returned. The investigation is ongoing.

Manufacturer narrative:
The treatment tip was returned for evaluation and dielectric breakdown was not observed. According to solta procedure if report of potential dielectric breakdown, such as sparking, is not confirmed upon product evaluation then the event is not a reportable malfunction. Therefore, this event no longer meets reportability requirements. The tip passed leak, thermistor, and flow testing. The tip failed visual inspection due to a dent in the membrane. The dent would not lead to the reported sparking and no sparking occurred during delivery of 50 pulses during testing. A review of the manufacturing records showed all requirements were met. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Review of manufacturing records show final manufacturing test verification specifications are acceptable. No non-conformities or anomalies found related to this complaint when reviewing the device history record for the serial number. Based on available information, the cause of the customer''s report of sparking could not be confirmed. No corrective action is necessary at this time.